Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: outlines guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported gi bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the "vad coordinator, the patient came to local emergency department (ed) on evening of (B)(6) 2015 feeling a little lightheaded." "Patient reported dark stools, but no change in color since starting iron supplements." A "colonoscopy was performed on (B)(6) 2015", results pending. It was stated "if negative for bleed, gi plans to do a video capsule endoscopy." "Vad team is debating decreasing asa from 325mg to 81mg or holding completely." "Patient currently admitted, and stable with no complaints." It was stated that the site was unable to identify the source of the bleed. Both egd and colonoscopy were normal. Only evidence of melena and internal/external hemorrhoids. Patient has been discharged home and her hgb has remained stable since hospital discharge. No additional information provided. Investigation is ongoing.